Manufacturer narrative:
A ge service representative performed an onsite investigation. The c-arm cables and connections to the image processing computer were checked and the gigalink plug was reconnected. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system's screens would not display an image and turned black. No patient injury was reported.